Event description:
It was reported to philips that the rubber pads in sockets are burnt. The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddle pocket plates, the replacement for which a quote was given. The device remains at the customer site and no further evaluation is warranted at this time. Patient/user involvement. Was the device being used on a patient at the time of the event, including for the purposes of diagnosis? No. Was there any adverse event to the patient or user. If yes, describe? No, the event did not occur during clinical use. If there was an adverse event, did the device cause or contribute to the adverse event, and how? No, there was reportedly no adverse event.

Manufacturer narrative:
It was reported to philips that the rubber pads in sockets are burnt. The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddle pocket plates, the replacement for which a quote was given. The device remains at the customer site and no further evaluation is warranted at this time. Patient/user involvement. Was the device being used on a patient at the time of the event, including for the purposes of diagnosis? No. Was there any adverse event to the patient or user. If yes, describe? No, the event did not occur during clinical use. If there was an adverse event, did the device cause or contribute to the adverse event, and how? No, there was reportedly no adverse event.